Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/05/2025. Photographs were provided by the account. A photographic evaluation was conducted. There were two devices observed in the photograph. Signs of clinical use and evidence of blood was observed. Two delivery devices were observed, one had the seal inside the delivery device and the other one had no seal. No visual defects were observed. Product information was also observed in a photograph. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Two delivery devices were returned and one loading device was returned for evaluation. There was no seal and tension spring assembly inside the loading device. The one delivery device had the white plunger fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. The other delivery device had loaded seal and tension spring assembly. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed in a deployed state. There were no visual defects observed on the intact seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual defects observed. There were no visual defects observed on the intact rolled seal. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot#: 3000456346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that on (B)(6) 2025, at around 11:00, professor kim min-seok loaded the delivery device of heartstring 3.8mm at (B)(6) hospital according to IFU, but the seal came off in the middle. There was a delay of about 7-10 minutes. The surgery was successfully completed using a new product. There were no abnormalities in the patient's condition, and the patient's condition is stable. The patient's medical history and existing health conditions are not disclosed by the hospital.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.